Manufacturer narrative:
This report is submitted on january 11, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced infection at implant site and subsequently was treated wtih oral and IV antibiotics on (B)(6) 2016 for a duration of one month, however the issue could not be resolved resulting in the decision to explant. The receiver-stimulator was explanted on (B)(6) 2016, the electrode array was left in-situ.